Event description:
The facility representative reported a pump not infusing the correct amount during bio-med testing. According to the facility representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 01, 2007. Evaluation summary:the infusion pump was tested fro flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The reported condition was confirmed due to a defective pump head module (phm). Service replaced the phm tested the device.